Event description:
Blood was seen in the intra aortic balloon pump gas shuttle line & perfusionist called. Nurse instructed to turn balloon off, clamp line, notify physician the pt was taken to operating room and the iab was removed and replaced.